Manufacturer narrative:
A correlation between the device and the reported event could not be determined. The patient was treated and discharged and remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 27 days post-implant, it was reported that the patient was given heparin due to a decrease in the unloading of the left ventricle. The patient did not have elevated lactate dehydrogenase (ldh) levels and had no clinical symptoms. An echocardiogram was performed which showed an increase in the left ventricular end diastolic diameter (lvedd) from 59 to 70 mm and an increase in the degree of mitral regurgitation, which suggested a decrease in left ventricular unloading. A transesophageal echo (tee) was performed and a ¿permanent¿ suction of the left ventricle wall was evident, with a high gradient (60 mmhg). Suction disappeared after reducing the pump speed from 10200 to 9200 rpm. The heparin was stopped and the patient was discharged home.

Manufacturer narrative:
Approximate age of the device is 27 days. The patient remains on lvad support with the pump, therefore the device will not be returning to the manufacturer. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.